Manufacturer narrative:
The troponin t hs reagent lot number was 642412 with an expiration date of 30-nov-2023. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for troponin t hs on a cobas e 801 analytical unit. The initial result was reportedly 29.2 ng/l. The repeat results were reportedly 6.89 ng/l and 6.24 ng/l. The result of 6.24 ng/l was believed to be correct.

Manufacturer narrative:
The troponin t hs reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the syringe seals and pinch tubing and cleaned the reagent flow path. The customer performed successful qc and diagnostic checks. The customer had no further issues after the service visit. The investigation is ongoing.